Manufacturer narrative:
This was initially reported on the summary report dated 10/31/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, emotional distress and a product problem. Additionally, the plaintiff experienced mesh extrusion and erosion. The plaintiff underwent mesh revision. The mesh was completely explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as chronic obstructive pulmonary disease.